Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
As reported, the distal tip of the 5f 11 cm brite tip sheath introducer was found frayed while removing the sheath from the package and before going into the patient. Another 5f brite tip was used to complete the procedure. There was no reported patient injury. The product was stored, handled, and prepped according to the instructions for use (IFU). There was no difficulty removing the device from the sterile packaging. Without the return of the device or images for analysis, the reported customer event ¿brite tip/distal tip-frayed/split/torn¿ could not be confirmed. Shipping/handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a dry, dark, cool place. Do not use if package is open or damaged.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventive or corrective actions will be taken at this time.

Event description:
As reported, the distal tip of the 5f 11 cm brite tip sheath introducer was found frayed while removing the sheath from the package and before going into the patient. Another 5f brite tip was used to complete the procedure. There was no reported patient injury. The product was stored, handled, and prepped according to the instructions for use (IFU). There was no difficulty removing the device from the sterile packaging. The device was discarded.